Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the implant procedure, the right atrial (ra) lead was detached. The physician tried to reposition the lead, however the stylet could not be inserted completely into the lead. They tried to insert a straight stylet and a new j stylet which was also not able to be inserted completely. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.